Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-190 series operation edition. Instruction manual gif/cf/pcf-190 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer confirmed the following about the reprocessing of the device: the customer could not identify what the foreign material was. It was noted that it was possible that the endoscope was used in a case with the attached foreign bodies. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer pumped liquid into the air water nozzle. The customer voiced concerns with the water tank possibly has not been cleaned or sterilized. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope experienced during the diagnostic upper endoscopy procedure, there was a black dust-like substance that came out of the scope nozzle. When the supply button was pressed, foreign objects came out together while water was flowing. Sometimes foreign matters come out and sometimes it does not . The procedure was completed using the same set of equipment. There was no report or patient, or user harm associated with the event.